Manufacturer narrative:
The device was returned to zoll australia; the customer's report was observed and the analog board was replaced. The device was recertified and returned to the customer. The analog board was sent to zoll medical corporation, united states for further evaluation; the customer's report was duplicated and attributed to the ECG shields on analog board. The board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.